Manufacturer narrative:
The laser system was repaired in the field on 11/10/2017. The issue was determined to be a faulty starter board and the starter board was replaced; a lock ring on the footswitch was also replaced. The system was tested and verified to specification.

Event description:
It was reported that after 5 minutes of lasing at 80 w during a prostate procedure, the or circuit breakers tripped and the laser system shutdown; upon restoring the power in the or, the laser system could not be restarted. The outlet power was confirmed working by plugging a holium laser into the outlet. The case was completed using an alternate procedure, loop/turp. There was no injury reported.